Event description:
It was reported that pt with history of hypertension was brought in by ambulance for right myocardial infarction, with tpa administered in emergency dept. Symptoms improved and pt was transferred to ICU. The following day an arterial line was inserted. At time of placement, when trying to suture around hub of catheter, the catheter snapped leaving catheter tip inside artery. A vascular surgeon was called stat and a cut down attempted which was unsuccessful in removing catheter.

Manufacturer narrative:
(B)(4). A f/u report will be filed if more info becomes available.